Manufacturer narrative:
(B)(4).

Event description:
It was reported "failed fos". Further information states the fos failed to zero prior to insertion. A second catheter was placed to complete the procedure. No patient injury or consequence reported. Patient's current condition reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint that the "fos failed to zero prior to insertion" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "failed fos". Further information states the fos failed to zero prior to insertion. A second catheter was placed to complete the procedure. No patient injury or consequence reported. Patient's current condition reported as "critical".